Manufacturer narrative:
Device is a combination product. A2: date of birth: patient was born in 1966.

Event description:
Eminent clinical study it was reported that the patient was hospitalized for claudication and revascularization was performed. The patient was enrolled in the eminent clinical study with the patient identifier of (B)(6). As part of the study, the patient underwent treatment with a 6x60, 130 cm eluvia drug-eluting vascular stent system 17, (B)(6) 2017. The target lesion, located in the left mid superficial femoral artery (sfa), had a 4.5 mm and 4.2 mm reference vessel diameter proximally and distally, respectively. The lesion had a total length of 40mm. The target lesion was 90% occluded and was crossed through the true lumen. Pre-dilatation was performed using one unspecified balloon after which, the eluvia stent was implanted. Post-dilatation was performed using two unspecified balloons and residual stenosis was 0%. No thrombus was seen at the end of the procedure. On (B)(6) 2019 the patient was hospitalized due to left limiting severe claudication. An angiography with percutaneous revascularization was performed the same day to treat the severe claudication. In the right side (non target limb), in which the patient has had previous drug coating balloon angioplasty, only a focal stenosis of the sfa was noted. In the left target sfa, total occlusion of the sfa was noted since the proximal with distal revascularization by colateral vessels in the first portion of popliteal artery. All of the sfa was dilated with an unspecified conventional balloon, and later with a drug coated balloon. Then by residual dissection on the proximal segment of the sfa, an unspecified stent was implanted. The patient was discharged on (B)(6) 2019. The event is currently assessed as ongoing by the hospital. It was further reported that the restenosis was the cause of the severe claudication. The above reported event was resolved on (B)(6) 2019.

Manufacturer narrative:
A2: date of birth: patient was born in 1966.

Event description:
Eminent clinical study . It was reported that the patient was hospitalized for claudication and revascularization was performed. The patient was enrolled in the eminent clinical study with the patient identifier of (B)(6). As part of the study, the patient underwent treatment with a 6x60, 130 cm eluvia drug-eluting vascular stent system 17, (B)(6) 2017. The target lesion, located in the left mid superficial femoral artery (sfa), had a 4.5 mm and 4.2 mm reference vessel diameter proximally and distally, respectively. The lesion had a total length of 40mm. The target lesion was 90% occluded and was crossed through the true lumen. Pre-dilatation was performed using one unspecified balloon after which, the eluvia stent was implanted. Post-dilatation was performed using two unspecified balloons and residual stenosis was 0%. No thrombus was seen at the end of the procedure. On (B)(6) 2019 the patient was hospitalized due to left limiting severe claudication. An angiography with percutaneous revascularization was performed the same day to treat the severe claudication. In the right side (non target limb), in which the patient has had previous drug coating balloon angioplasty, only a focal stenosis of the sfa was noted. In the left target sfa, total occlusion of the sfa was noted since the proximal with distal revascularization by colateral vessels in the first portion of popliteal artery. All of the sfa was dilated with an unspecified conventional balloon, and later with a drug coated balloon. Then by residual dissection on the proximal segment of the sfa, an unspecified stent was implanted. The patient was discharged on (B)(6) 2019. The event is currently assessed as ongoing by the hospital. It was further reported that the restenosis was the cause of the severe claudication. The above reported event was resolved on (B)(6) 2019. It was further reported that the intervention during the (B)(6) 2019 hospital stay was performed on (B)(6) 2019. The 100% stenosis in the left proximal to distal sfa (target lesion) which was 200 mm long with a reference vessel diameter of 6 mm was treated with 6 x 200 mm conventional balloon angioplasty and 6 x 150 mm drug-coated balloon was used at two levels. Post ballooning, a proximal spiroid dissection was noted which was treated with 7 x 80 mm non-bsc stent and it was adjusted to the ostium of the superficial femoral artery. Post treatment, good angiographic results were obtained with 10% final residual stenosis on the left. The patient was discharged with clopidogrel.

Manufacturer narrative:
Device is a combination product. Date of birth: patient was born in (B)(6).

Event description:
(B)(6) clinical study. It was reported that the patient was hospitalized for claudication and revascularization was performed. The patient was enrolled in the (B)(6) clinical study with the patient identifier of (B)(6). As part of the study, the patient underwent treatment with a 6x60, 130 cm eluvia drug-eluting vascular stent system (B)(6) 2017. The target lesion, located in the left mid superficial femoral artery (sfa), had a 4.5 mm and 4.2 mm reference vessel diameter proximally and distally, respectively. The lesion had a total length of 40mm. The target lesion was 90% occluded and was crossed through the true lumen. Pre-dilatation was performed using one unspecified balloon after which, the eluvia stent was implanted. Post-dilatation was performed using two unspecified balloons and residual stenosis was 0%. No thrombus was seen at the end of the procedure. On (B)(6) 2019 the patient was hospitalized due to left limiting severe claudication. An angiography with percutaneous revascularization was performed the same day to treat the severe claudication. In the right side (non target limb), in which the patient has had previous drug coating balloon angioplasty, only a focal stenosis of the sfa was noted. In the left target sfa, total occlusion of the sfa was noted since the proximal with distal revascularization by colateral vessels in the first portion of popliteal artery. All of the sfa was dilated with an unspecified conventional balloon, and later with a drug coated balloon. Then by residual dissection on the proximal segment of the sfa, an unspecified stent was implanted. The patient was discharged on (B)(6) 2019. The event is currently assessed as ongoing by the hospital.